Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer who reported that the system did not start up after a shutdown during a repair of the detector. The philips rse suggested the customer to check the power to drives and bios settings. A third-party service engineer inspected the system onsite and the customer confirmed that the system was stuck and it reaches insert disk message. Based on the feedback from the third-party engineer, the philips rse provided the hard drive replacement number and a cable set part number to the customer. The third-party in-house engineer resolved the issue. The customer had cancelled the onsite visit for the philips engineer and the resolution was not shared with philips, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not boot up after the biomedical engineer rebooted the system as part of a repair. The device was not in clinical use at the time of the reported event. No harm was reported. Philips remote service engineer provided hard drive replacement number and a cable set part number. Philips has started an investigation of this complaint.